Event description:
It was reported by service report that the velcro strips were missing from the stretchers. No patient involvement or adverse consequences are reported,

Manufacturer narrative:
Velcro.